Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp opening, wear abrasion and one striated opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as an unidentified tear opening, and one striated opening assessed as surgical damage.